Manufacturer narrative:
B1 - adverse event/product problem, b2 - outcomes attributed to ae and h1 - type of reportable event; corrected. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during use, the tracheostomy tube failed to inflate. There was patient involvement and no patient harm reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.